Event description:
On (B)(6) 2011, leica microsystems received a complaint from the (B)(6) regarding an air system pressure failure and associated protocol failure, involving peloris tissue processor serial number (B)(4). Despite contacting the laboratory on a number of occasions, leica microsystems has not been able to ascertain the whether all tissue samples in the "uwmc-8hour" protocol started in retort b at 14:09pm on (B)(6) 2011 were diagnosable.

Manufacturer narrative:
Method: on-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(4) 2011. The fse was unable to reproduce the error, and the result for the pressure test was satisfactory. On (B)(6) 2011, the laboratory contacted the fse to advise that the error had recurred. The fse returned to the customer site and was able to reproduce the error using a test protocol on this occasion. Follow-up visits were required on (B)(4) to replace relevant parts and ensure that the results for all performance tests, including running a protocol using non-clinical samples, were satisfactory. Results: analysis of the pressure response of the instrument shows that the air-vcf air valve was intermittently sticking in the open position, preventing either pressure or vacuum being generated in any part of the air system which ultimately caused the "uwmc-8hour" protocol started in retort b at 14:09pm on (B)(6) 2011 to fail. Conclusions: investigation of this complaint determined that the instrument was out of specification in a manner related to the event. The root cause for failure of the "uwmc-8hour" protocol started in retort b at 14:09pm on (B)(6) 2011 was intermittent failure of the air-vcf air valve to operate to specification.